Event description:
The initial reporter questioned results for multiple patient samples tested for sodium (na) on a cobas 8000 ise module (double). The customer provided an example of discrepant results for 1 patient sample: the initial result was 173 mmol/l. The repeat result from the other line was 146 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
It was noted that there is currently work going on in the laboratory and there is scaffolding and plastic lining above trying to limit the dust in the air. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) completed a bottom and top wash of the instrument, re-proteinized the tubing and replaced the sample probe. Ise checks, calibration and qc were all acceptable. The specific cause of the event could not be determined, however, the service actions resolved the issue.